Manufacturer narrative:
The hospital team chose to keep the pump and it will not be returned to the MFR for further eval. The MFR is attempting to obtain the power base unit for further eval. A supplemental report will be submitted when the MFR's investigation is completed. No further info is available at this time.

Event description:
The pt was implanted with a left ventricular assist device. The hospital staff reported that on a monthly basis the electricity is switched off to check pt's equipment and battery support. It was reported by the surgeon that during this switch, and while the pt was connected to the power base unit (pbu), the team noticed that the pt had a decrease in pressure and that the pbu internal battery did not function. Review of the data log during the event confirmed the pump had stopped. The pt had suffered a massive cerebral vascular hemorrhage the previous night and was bing supported via arterial line while in the ICU. During the event the team quickly switched the pt to battery support; however the pt expired due to the cerebral hemorrhage unrelated to the pump and or pbu devices.